Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Upon power on, not all the led digits lit up. During operational and functional testing, the device was able to obtain readings. Internal inspection was performed and contamination damages were observed on the system circuit board which prevented some of the led digits from lighting up. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event., corrected data: b3: date of event from (B)(6) 1901 to (B)(6) 2020.

Event description:
The customer reported that the device had missing led segments. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device had missing led segments. No consequences or impact to patient were reported.